Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, one opening curved on the valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, four openings striated on the anterior, and posterior and non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: four striated openings due to surgical damage consist in the use of some surgical tool. A sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side implant deflation. Device has been explanted.

Event description:
Device has been explanted.